Event description:
It was reported that during a labral repair procedure using a speedlock implant with inserter handle, the implant cut the suture upon tensioning. The suture was removed but the implant was abandoned in the pt; making it necessary to drill a new bone hole. The procedure was completed without further issue, using an additional implant. There were no significant delays or pt complications reported as a result of this event.